Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using subcutaneous insulin therapy with the ilet system, requiring multiple infusion set changes and a manual insulin injection, with a recorded peak glucose of 375 mg/dl and elevated glucose levels lasting overnight. Symptoms included fatigue. Outcomes included the need for backup insulin administration and troubleshooting education, with guidance on alternative infusion sites. Investigation included product history review, user interview, and troubleshooting with site rotation and supply changes. Investigation of this case revealed no visible cannula damage and no device alarms or alerts, with a possible contribution from infusion site factors such as tissue variability or scar tissue. It was concluded that the cause of hyperglycemia was unclear and that the device appeared to function as designed based on available information.